Manufacturer narrative:
A sample device was not returned for analysis. Product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
An administrator reported that approximately after 4 months of implantation of an intraocular lens (iol), explanted intraocular lens due to unable to adapt blurry vision. Lens was replaced with different lens. Additional information was requested.

Manufacturer narrative:
The account indicated the use of a qualified cartridge and handpiece. A viscoelastic was indicated which is not qualified for this lens with any of the qualified lens/cartridge/handpiece combinations. The product investigation could not identify a root cause for the reported complaint. Information was provided that the company lens (1.50cyl), 23.5 diopter (add power +2.2/+3.2) lens was replaced with a 23.5 diopter, non-company, monofocal lens model. Due to the exchange of a multifocal lens to a monofocal lens, this may suggest that the replacement lens model was an improved choice for the patient's vision needs. No additional information has been provided at this time. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information was received stating in the surgeon's opinion, prognosis was good. It was reported that there was no patient harm.